Event description:
It was reported that the inferior endplate detached from the cartridge, causing the mobi-c implant to rotate into the improper placement. The surgeon removed and replaced the implant without a delay or patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. Root cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied on the implant. It could also be attributed to over-turning the holder knob during assembly or insertion. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the inferior endplate detached from the cartridge, causing the mobi-c implant to rotate into the improper placement. The surgeon removed and replaced the implant without a delay or patient impacts.